Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared an error due to a memory inconsistency. This resulted in the clinical observation of a software data reset. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. Device risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labelling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared an error due to a memory inconsistency. This resulted in the clinical observation of a software data reset. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that after checking the remote data from this subcutaneous implantable cardioverter (s-ICD), a patient data (pd) code was observed, with missing patient data. Boston scientific technical services (ts) was contacted and stated that this was a benign error, potentially due to external factors (such as magnet application). Ts advised that the patient should be seen in-clinic so that the patient data can be reset. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.